Event description:
It was reported that during a ptca/stent procedure, following use of the catheter to fully appose the stent to the vessel wall, the balloon could not be deflated. The inflation device was removed and a 20cc syringe was used to partially deflate the balloon. The partially inflated balloon was pulled back into the guiding catheter and the devices all were removed as a single unit. The balloon deflated completely upon removal from the patient. No patient injury was reported.